Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and suture was used. Following the procedure, the patient experienced abdominal rupture of the fascia. The patient underwent resuturing of the fascia.

Manufacturer narrative:
(B)(4) ¿ wound dehiscence occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.